Manufacturer narrative:
The device history record (DHR) review was received on june 8, 2017: the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an ablation procedure for atrial flutter with a smartablate irrigation pump where air bubbles passed the sensor without an error message. During investigation, it was discovered that the tubing was not connected to the ablation catheter at the time micro bubbles appeared. The tubing was even not inserted inside of the pump. It happened while preparing the operating room right at the beginning of the procedure. Therefore the issue was not related to the pump.

Manufacturer narrative:
Since the serial number of the device is unknown, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device serial number is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no serial number was provided, no device history record (DHR) review could be performed. Concomitant products: smartablate tubing, model # d-1320-01-s, lot number unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a smartablate irrigation pump where air bubbles passed the sensor without an error message. It was noted that, after connection to the irrigation pump, there were microbubbles all along the tubing. Flushing was attempted, but this did not resolve the issue. No alarms were generated when the microbubbles passed the bubble sensor post-flushing. It is unknown if the customer noticed bubble movement during flow. The tubing was replaced, and the procedure was continued without patient consequence. If the bubble sensor fails to detect air bubbles in the tubing, it could potentially lead to air embolism. As a result, this event is MDR reportable.

Manufacturer narrative:
On 4/7/2017, biosense webster received information that the catalog and serial numbers submitted in the initial report were incorrect. All relevant fields have been updated. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s reference number: (B)(4).